Manufacturer narrative:
Concomitant products: product ID: 97754, serial# (B)(4), product type: recharger.

Event description:
Additional information received reported that the patient had been in overdischarge so a MRI wasn't able to be performed.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 97754 , serial# (B)(4), product type: recharger.

Event description:
Information was received from a healthcare provider (hcp) on (B)(6) 2016 regarding a patient who was implanted with a neurostimulator. It was reported that the implantable neurostimulator (ins) was dead and needed to be recharged. It was not known how long the ins had been dead. It was noted that the patient had not charged their ins in 6 months. This was an issue because the hcp wanted to do an MRI due to a possible stroke, which was noted to be unrelated to the patient's spinal cord stimulation (scs) system. It was later reported by a manufacturer's representative (rep) on (B)(6) 2016 that she met with the patient and there was no telemetry. The rep made 4 physician mode recharge (pmr) attempts to pull the ins out of overdischarge, but they were unsuccessful. It was noted that the thermometer screen displayed twice during the pmr attempts, once during the 3rd attempt and once during the 4th attempt. It was further noted that the patient had been lying on the antenna during these attempts. It was later reported by another hcp on (B)(6) 2016 that they wanted to do a head and neck MRI and the CT scans had not provided satisfactory scans. It was noted that the patient's status was declining. The hcp initially said that the radiologists did not want to scan the patient due to the "looping of the leads." The patient's niece reported on (B)(6) 2016 that the patient had gotten considerably worse and needed the MRI done. The rep later reported on (B)(6) 2016 that no one would scan the patient and the system would be explanted on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.